Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few months post system implant, pericardial effusion due to micro perforation of myocardium by atrial lead was observed during follow-up in clinic. No intervention was performed, and the effusion was resolved on its own. Few months later, a new pericardial effusion began to appear. The puncture and effusion examination showed a bloody effusion. Physician believes that the lead was stiff. The atrial and ventricular leads were explanted and replaced successfully. The effusion continued to occur and later resolved on its own. Device function was normal throughout the event. Patient was stable and was in hospital for observation.